Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2010. Mesh removal occurred on (B)(6) 2015. Patient's legal representative stated sui, urinary problems, bowel problems, infection, dyspareunia, neuromuscular problems.